Manufacturer narrative:
Company representative evaluated the unit and verified the problem. Corrections included replacement of the unit's multi-gas bench and o2 analyzer assembly, performing preventative maintenance, and calibrating. Unit was calibrated and safety tested to factory's specification.

Event description:
Customer reported an issue with the gas module iii, which may have affected co2 monitoring. No patient was reported.